Event description:
Boston scientific received information that this lead was not sensing and loss of capture was noted. A repositioning procedure took place due to a lead dislodgement. This lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.